Event description:
It was reported the pt had return of symptoms following an echocardiogram. The symptoms have since disappeared. The pt was at the cardiologist office in fair condition. The pt was also having problems with the pt programmer. Additional info has been requested from the hcp, but was not available as of the date of this report.